Manufacturer narrative:
The customer contacted a siemens customer care center specialist. Quality controls were within acceptable ranges. A siemens headquarters support center specialist reviewed the information provided by the customer and stated that there was no device malfunction. Both patient samples were lipemic and the customer has put in place a process to ultracentrifuge samples that are >2+ lipemic. Siemens lists in each assay instructions for use the interferences on the method based on lipemia, icterus and hemolysis. Siemens makes no claims regarding ultracentrifugation on lipemic samples. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na) and chloride (cl) results were obtained on two patient samples on an advia 2400 instrument. Additionally, discordant potassium (k), concentrated inorganic phosphorus (ip_c), and concentrated urea nitrogen (un_c) results were obtained on one of two patient samples. The customer had ultracentrifuged both samples before testing them as the samples were lipemic. The customer diluted the samples and repeated them without ultracentrifugation, which resulted lower than the initial results. The customer did not know which results were correct. The initial and repeat results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequence due to the discordant na, k, cl, un_c and ip_c results.

Manufacturer narrative:
The initial MDR 2432235-2017-00042 was filed on january 27, 2017. Corrected information (01/05/2017): the initial MDR states that no result was obtained for sodium on accession # (B)(4) when the sample was diluted and run without ultracentrifugation. This information was provided by the customer. A result of 123 mmol/l was obtained for sodium when accession # (B)(4) was diluted and run without ultracentrifugation.